Event description:
Saline filled breast implant started leaking and was removed. The implant date and location are unknown as the implant was not done at this facility.====================== manufacturer response for breast implant, (brand not provided)======================attempted through the manufacturer to ascertain date of original implant, their records only go back to 2004. They could not locate this patient within their database.